Event description:
Reporter alleged blood glucose monitoring device is generating a result prior to the test strip being dosed with blood. Reporter stated continually obtaining a measurement of 260 mg/dl on an un-dosed test strip. Reporter stated no treatment was received as a result of the alleged incident. Reporer indicated the nose cover is not missing from the device. A request was made for the return of he suspect device and replacement product was sent.